Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer stated that he lost consciousness while he was driving. The customer's blood glucose levels were in the range of 30 mg/dl when the paramedics arrived. The customer was still unconscious when arriving at the hospital. After treatment, the customer's blood glucose rose to 130 mg/dl. The customer initially called for assistance with the beep volume because he has a hard time hearing the alarms when his blood glucose levels drop. Advised the customer to try the vibrate feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.